Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6004660 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6004660 was manufactured according to the work instruction (wi) version 78, packaged in the machine m12, on 17/aug/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against malfunction code no malfunction based on complaint informatio, harm code untreated diabetic ketoacidosis or isolated elevated blood glucose which the patient is unable to self-manage requiring intervention by an health care professional (hcp) or requires emergency advanced life support to prevent permanent organ damage and lot 6004660 and other 1 complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported by the patient had high blood glucose event when she visited to the emergency room on (B)(6) 2024, at 4 am. The patient's blood glucose level was 498 mg/dl upon admission, and they stayed in the hospital until (B)(6) 2024, at 11pm. The symptoms were reported as vomiting, frequent urination, thirsty and accelerated heart rate. She experienced diabetic ketoacidosis because of ketones. During hospitalization, the patient received insulin drip as corrective treatment. No further information was available.

Manufacturer narrative:
E1: (B)(6).